Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. D10: update h3: updated h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped and the right plunger case was cracked. Review of the event history log showed an occurence of "check clutch/plunger lever" error. The issue was not duplicated during functional testing that included multiple occlusion tests. The investigation determined a possible, but unconfirmed, cause of the error message found in the event history log as an issue with the clutch halves. The left and right clutch halves were replaced along with the leadscrew and spring as a preventive measure. Service history review identified this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error message. There was no patient injury reported.